Event description:
A customer reported that their t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level, which remained at 80%, a value within the normal range. The pump was not charging after a power surge issue at a healthcare office, even after trying different cables and moving from a computer to a wall adapter. As a corrective action, the pump was set to be replaced. Additionally, the healthcare professional's office arranged for a backup manual insulin delivery method in case of battery depletion.